Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, the patient experienced a left ventricle perforation from the amplatz extra stiff guidewire. The delivery system was on the wire when the perforation occurred. The patient expired 48 hours s/p tavr as a result of the perforation.

Manufacturer narrative:
Per the instructions for use, cardiovascular or vascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures that may require intervention are known potential adverse events associated with the tavr procedure. In this case, as mentioned by the physician, it appears that the reported event was due to the usage of an extra stiff amplatz wire and procedural factors of difficulty positioning the extra stiff amplatz wire in the left ventricle. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Investigation is ongoing.